Manufacturer narrative:
The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the device received shows significant signs of extensive usage evident by the appearance of scratches and gouges. Grasping area is deformed and has grasper marks. Central peg has breakage got separated from the device and is not returned for inspection. The breakage pattern indicates it to be a brittle fracture indicating application of excessive mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of user and wear related issue. The failure was due to frequent usage and application of excessive mechanical force. If any further information is provided the complaint report will be updated.

Event description:
It was reported that there was a breakage during the case and a back up was used.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that there was a breakage during the case and a back up was used.